Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product 71702 competitor implantable lead. (B)(4).

Event description:
It was reported that the patient¿s system was explanted due to ¿infection vegetations" and later replaced. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.